Event description:
It was reported that the procedure was to treat a lesion in the proximal circumflex (pcx) artery with heavy calcification. Three xience pro stent, 3.0x18mm, 3.5x38mm and 4.0x23mm, were implanted successfully to the mid cx, proximal/ostial left anterior descending (lad) and ostial lad/left main (lm), respectively. The 3.5x18mm xience pro stent delivery system (sds) was advanced; however, the stent dislodged from the balloon while attempting to position the stent into the cx due to the very tight calcified lesion. The balloon continued through into the cx, but the undeployed stent was lodged in the lm. Attempted to use a snare to remove the stent which was unsuccessful. The undeployed stent was ballooned which dislodged back into the aorta. Second attempt using a snare was successful and the undeployed stent was removed. Nothing remains in the anatomy and confirmed by angiography. The procedure was completed at this point without an additional stent placed in the cx. There was a delay in the procedure with high dose of contrast in the anatomy. The patient had acute renal failure and was treated with 1x dialysis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported device dislodged or dislocated was able to be confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The reported patient effect of renal failure is listed in the xience sierra (xience pro s) everolimus eluting coronary stent systems instructions for use as an adverse event that may be associated with pci treatment procedures and the use of a stent in native coronary. A cine was received and reviewed by an abbott vascular clinical specialist. Three photos were provided. All three photos appear to be the same, just with different magnifications and levels of clarity. The first image is the clearest. All of the images appear to be of an unknown stent; it cannot be determined if this is a xience pros stent with a section that has either been crushed or removed, like a bite. The stent is captured in what appears to be a tulip snare and an al1 catheter. Additionally, a medical review of the event was performed: this was a case to treat a proximal left circumflex artery (plcx) in a patient with known peripheral vascular disease, hypertension, chronic kidney disease, diabetes, and an ejection fraction (ef) of 20%. It was reported that the patient was not a surgical candidate. The plcx was reportedly heavily calcified, as were the left main (lm) and the left anterior descending (lad). Vessel preparation techniques were not reported. Three xience pros stents were successfully placed in the mid-lcx, the ostial/proximal lad, and the lm/ostial lad. The xience pros 3.5 x 18 was the fourth stent to be advanced. If these stents were deployed in the order in which they were reported, it would appear that the 3.5 x 18 stent was possibly advanced through the lm stent and the ostial/prox lad stent. It was reported that the 3.5 x 18 stent became dislodged from its balloon in the lm while attempting to position the stent in a reportedly calcified lesion in the lcx. The 3.5 x 18 stent was retrieved with a snare, as seen in the provided images. Due to the high volume of contrast the patient received during the procedure, the experienced acute renal failure that was treated with one round of dialysis. Without procedural cine films to review, and based on the information provided, it can be definitively stated that the 3.5 x 18 xience pros was dislodged from its delivery balloon, most likely due to the procedural technique errors of advancing through recently deployed stents and possibly into an unprepared or insufficiently prepared calcified vessel. Retrieval attempts prolonged the procedure and, therefore, increased the amount of contrast the patient received cascading to the adverse patient effect of acute renal failure. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement, resistance was met with the very tight calcified lesion and/or the previously deployed stents resulting in the reported failure to advance and ultimately resulted in the reported/noted stent dislodgement. As reported, the dislodged/undeployed stent was removed using a snare. The reported difficulties possibly caused/contributed to the reported patient effects; however, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: b1: adverse event/product problem updated to add product problem. C9: #1 event reappeared after reintro updated to doesn¿t apply.